Manufacturer narrative:
Correction: during the explant surgery, the patient was implanted in the contralateral ear; not reimplanted as previously reported. This report is filed (B)(6) 2013.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient underwent a surgical procedure to perform a skin graft at the implant site due to infection in (B)(6), 2012. It was also reported that the device was subsequently explanted on (B)(6), 2013. The patient was reimplanted with a new device during the same surgery.